Manufacturer narrative:
A device history record (DHR) review was performed for part # 03.037.030 lot# l235281: manufacturing location: (B)(4),, manufacturing date: 16.feb.2017: no non conformance reports (ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. Helical blade/screw extractor: p/n 03.037.030, lot# l235281 was returned. A visual inspection under 5x magnification, drawing review and DHR review were performed as part of this investigation. This complaint is confirmed. The locking tip on the distal end of the device is broken and missing. Missing fragment/s was not returned with the complaint. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already damaged. The overall balance of the device looked in a good condition. No new malfunctions were identified as a result of the investigation. The returned helical blade/screw extractor is a reusable instrument available for use tfna system. As per the manufacturing date of the device, relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. The device¿s application involves use of hammer. It is possible that the broken device tip is a result of application of excessive force or off-axis force during the usage. In the absence of the further details regarding the surgery, it is not possible to determine the exact root cause of the issue. No new, unique or different patient harms were identified as a result of this evaluation. The manufacturing processes were followed as per requirement ensuring product material and hardness at the time of manufacturing. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after a total hip replacement surgery the blade/screw extractor tip was found broken off during post-operative inspection. The set was used in surgery successfully; there was no report of surgical delay or patient harm. There is 1 device in this complaint. This report is 1 of 1 for (B)(4).